Event description:
It was reported that during a rescue attempt, the device reported a service message and powered off. The pt was then transferred to the care of the ambulance service which was on the scene. It is believed that the pt did not survive.

Manufacturer narrative:
The actual device has been evaluated. Based on the eval, prior to the rescue attempt, the device had detected a component out of tolerance. Also, service/maintenance of the device was not followed according to the manufacturer recommendations.